Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation, however the actual product used at the time of the complaint, was not returned for investigation. Visual and functional testing were performed. Visual inspection did not reveal any defects or anomalies. Functional testing determined all results were acceptable. All samples functioned as intended and remained assembled throughout testing. No problem found. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the needles come out of the base of orange cap after being injected into patient's arm. The needle is then stuck in patient's arm. The needle was removed with no patient harm. No patient injury was reported.